Event description:
The right ventricular lead threshold had increased. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4194-78 lead implanted: 2011-(B)(6); 5594-45 lead implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the impedance is increasing on the right ventricular lead. The threshold and sensing were noted to be stable and consistent with past measurements. The lead remains in use. No patient complications have been reported as a result of this event.